Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was getting a weak sensor alert. Her blood glucose was unknown at the time of reporting. The sensor was replaced. No additional information was reported.